Manufacturer narrative:
Correction: section b3 - the date of event should have filled with "(B)(6) 2025."

Manufacturer narrative:
Reported event of unexpected mode switch was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that the device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker went into back-up mode during the device interrogation. No intervention was performed. There was no patient involvement.